Manufacturer narrative:
This report is submitted on july 27, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection resulting in the decision to change the abutment to a larger size.